Manufacturer narrative:
Loose connection.

Event description:
It was reported by service report that the foot rail had a limit switch error. There was pt involvement; however, no adverse consequences are reported.